Event description:
It was reported to boston scientific corp that a resolution clip device was used during a hemostasis procedure. Patient's age, weight and gender were not provided. According to the complainant, during the procedure, the resolution clip device would not advance from the sheath. Pt information post procedure was not provided.

Manufacturer narrative:
The suspect device has been rec'd; however, eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.